Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ec45a device was returned was returned with no apparent damage with an ecr45b cartridge reload present. The cartridge reload was received partially fired 1/3. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. No functional test was performed due to condition of the device. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch r5991e. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Additional information received: was the manual override lever attempted? Yes. Ec45a was locked on tissue. Used the reverse lever to remove the device from tissue and was removed from the patient. Doctor closed the jaws of the instrument outside the body and tried to fire. Again, it partially fired and locked out. The reverse lever was stuck in place and jaws of the device wouldn't reopen.

Event description:
It was reported that during a laparoscopic appendectomy the device locked out on tissue. The reverse button would not work. The device was slid off the tissue and the procedure was completed with no patient consequences reported.